Manufacturer narrative:
Investigation summary bd received 1 photo for investigation. Evaluation of the photo indicated a split female luer adapter. Additionally, 10 retained samples were visually inspected and no split female luer adapters were found. This complaint has been confirmed for the indicated failure mode cracked product/component. Bd was not able to identify a root cause for the indicated failure mode. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, the customer noticed a cracked in the luer adapter causing blood to leak on unspecified number of devices. There was no health impact or consequence reported.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, the customer noticed a cracked in the luer adapter causing blood to leak on unspecified number of devices. There was no health impact or consequence reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.